Event description:
Reporter alleged there was melted plastic on the bottom of the blood glucose monitoring device and the 3rd and 4th pin from the left are black. Reporter stated there is no report of injury, smoking, or flames. A request was made for the return of the suspect device and replacement product was sent.